Event description:
It was reported to philips that some geometry movements were not available. The device was in clinical use at the time of the event. No harm was reported to philips. Philips has started an investigation of this compliant.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the vascular non-emergency treatment was aborted and completed by using another system. The philips field service engineer (fse) visited onsite and determined that no geometry movements were possible due to a faulty amc servo drive caused by a power surge. Review of system log file shows amc error indicating the replacement rate is above the upper control limit. The fse replaced amc servo drive that controls the frontal stand movements. Following the replacement, the system was returned to use in good working order. The codes have been updated based on the investigation's outcome.